Manufacturer narrative:
Batch reviews performed on 04 april 2017. (B)(4). Additional information received on 05 april 2017 and includes: no pathogen will become available.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully. X-rays are available; explants are not available.

Manufacturer narrative:
On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: early infection in tha, 1 month after primary operation. No postoperative x-rays are available. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.